Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to possible output circuit damages. Patient presented at a preoperative check to have their device interrogated prior to an unrelated surgery. A high voltage lead impedance test was performed but was unable to be performed a second time due to possible output circuit damages. Patient was stable during and after the procedure.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The device was tested on the bench and damaged output transistors were noted. The cause of the damage could not be determined.